Event description:
It was reported that during device change out for eri, noise episodes were found on the ventricular channel. Subsequent fluoroscopy showed externalized conductors. All electrical measurements were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.